Manufacturer narrative:
. E3: occupation: ccp . The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the lot information was unknown, the manufacturing records could not be investigated. Since the lot information was unknown, the manufacturing date could not be confirmed. Since the lot information was unknown, past complaint files could not be investigated. Since the actual device or the manufacturing records could not be investigated, it was not possible to clarify the cause. In order to clarify the cause, we would appreciate your cooperation in obtaining the actual device and lot information. The instructions for use (IFU) (capiox fx15) has the following warnings and precaution regarding gas transfer failure: "measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients' metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: the oxygenator did not function properly during a lung transplant when they went on bypass. The lung was already out of the body; therefore, they increased their sweep to 10 to limp by until they transitioned to cardio help. Therefore, they did not change the oxy out. There was no delay or injury or patient death.